Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. The battery compartment is cracked above & below the bumper pad. No moisture/corrosion observed in the battery compartment. Returned battery cap has stripped threads; it was unable to maintain electrical connection, reported ¿power¿ complaint was duplicated. Test battery cap was able to fit to maintain electrical connection. Test battery cap was used to complete a 24hr duration test; no por¿s were duplicated during this time. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.